Event description:
In the course of a laparoscopy procedure, the electrosurgical cable connected to a forcep sparked. This occurred at the section of the cable nearest the forceps. There were no injuries to the physician or the pt.